Event description:
It was later reported the patient did the bladder therapy and it didn¿t work and they had to take it out. It was stated their device was removed on (B)(6) 2013. It was stated the patient had trouble ¿from the word go.¿ it was noted the patient was not really told anything about how the stimulator was working. It was reported the patient¿s stimulation therapy didn¿t take care of anything and in the interim their bladder collapsed and the doctor informed the patient that the only option at that point was self-catheterization three times a day for the rest of their life which was what the patient did at the time of report. The patient stated they were worse off than they were before and the procedure that the patient went through they drank 36 oz of water per day then incremented up to 60 oz per day and then decreased and tried everything to get things working right and their stimulation therapy just wasn¿t working. It was stated the patient¿s healthcare provider thought the bladder collapsing was from prior prostate cancer and radiation therapy given and it collapsed while the patient was using the stimulator but they didn¿t think the stimulator had anything to do with the bladder collapsing. It was noted the patient had everything removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3889-28 lot# va01gba, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient received his implant the day before and that night, he started to urinate. It quit for a while and then when he sat or started to walk, he had to go right away. It was noted that "sometimes he could go and sometimes he couldn't go". The patient was noted to be "going all the time". The reporter stated that the patient was confused about his device and how it worked. The patient's stimulation was increased from 0.9v to 1.1v. Patient felt it then but he stopped feeling anything afterwards. The patient's stimulation was then increased to 1.3v and he felt the stimulation comfortably. It was noted that the patient was going to increase/decrease stimulation as necessary. Additional information received indicated that the cause of the event was unknown and there were no abnormal impedance measurements. Reprogramming was performed on (B)(6) 2012 and (B)(6) 2012 where stimulation was increased for feeling, rate was increased and the leads were changed. The signs and symptoms associated with the event were loss of effect. There was no patient injury and no hospitalization required. It was also stated that the patient initially did not understand how to use icon stimulator. Patient was indicated to have difficulty with memory and "unrealistic expectations". Teaching and enforcement had been provided. The patient also had a urinary tract infection (uti) following the procedure which delayed progress.